Manufacturer narrative:
This report is being filed to correct the field g3: aware date.

Event description:
It was reported that large deflections and noise in the atrial and ventricular channels of this implantable cardioverter defibrillator (ICD). The patient is reported to have an insulin pump and receives daily dialysis treatments. The noise was unable to be reproduced on the right atrial (ra) lead and right ventricular (rv) lead electrogram. All lead measurements are within range. Two episodes of atrial tachy response (atr) were stored, both occurring around the time of dialysis. Technical services (ts) reviewed device data and noted oversensing noise, inappropriate atr episodes, and intermittent pvcs in correlation to dialysis treatments. Ts suggested reviewing findings with the cardiologist and nephrologist. This ICD system remains in-service. No adverse patient effects were reported. Additional information was received. Noise oversensing was present again on the ra and rv lead, but still unable to be reproduced. Pacing inhibition was present and inappropriate anti-tachycardia pacing (atp). Technical services (ts) recommended defibrillation threshold (dft) testing, and further troubleshooting. This ICD, ra and rv lead remains in-service. No adverse patient effects were reported.=

Event description:
It was reported that large deflections and noise in the atrial and ventricular channels of this implantable cardioverter defibrillator (ICD). The patient is reported to have an insulin pump and receives daily dialysis treatments. The noise was unable to be reproduced on the right atrial (ra) lead and right ventricular (rv) lead electrogram. All lead measurements are within range. Two episodes of atrial tachy response (atr) were stored, both occurring around the time of dialysis. Technical services (ts) reviewed device data and noted oversensing noise, inappropriate atr episodes, and intermittent pvcs in correlation to dialysis treatments. Ts suggested reviewing findings with the cardiologist and nephrologist. This ICD system remains in-service. No adverse patient effects were reported. Additional information was received. Noise oversensing was present again on the ra and rv lead, but still unable to be reproduced. Pacing inhibition was present and inappropriate anti-tachycardia pacing (atp). Technical services (ts) recommended defibrillation threshold (dft) testing, and further troubleshooting. This ICD, ra and rv lead remains in-service. No adverse patient effects were reported.

Event description:
It was reported that large deflections and noise in the atrial and ventricular channels of this implantable cardioverter defibrillator (ICD). The patient is reported to have an insulin pump and receives daily dialysis treatments. The noise was unable to be reproduced on the right atrial (ra) lead and right ventricular (rv) lead electrogram. All lead measurements are within range. Two episodes of atrial tachy response (atr) were stored, both occurring around the time of dialysis. Technical services (ts) reviewed device data and noted inappropriate atr episodes, intermittent pvcs and noise in correlation to dialysis treatments. Ts suggested reviewing findings with the cardiologist and nephrologist. This ICD system remains in-service. No adverse patient effects were reported.